Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during a endoluminal graft treatment procedure, a balloon rupture occurred. The target lesion was an the abdominal aorta aneurysm. A 33/7/2/65 equalizer balloon catheter was selected for use. During the procedure the balloon was inflated and a rupture occurred. The number of inflations and to what atms is unknown. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.